Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct (cbd) during a removal of bile duct stone procedure performed on (B)(6) 2016. According to the complainant, lithotripsy was performed to crush a big stone. During the procedure, the physician had a limited view due to the stone segments. Towards the end of the procedure, it was noticed that the working channel of the spyscope ds was protruding. Reportedly, there was no other visible damaged noted and no part of the spyscope ds detached. The procedure was still completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.